Event description:
On 9/1/85, the reporter had her first set of silicone gel implants implanted. Between 1985 and 1988, she has had 5 sets implanted. She suffers from rheumatoid arthritis, lupus, memory loss, low grade fever, deep depression, rashes, fibromyalgia and many other problems. The rptr is 47 yrs old.